Manufacturer narrative:
The device was returned to the service center for evaluation. A visual inspection was performed on the returned device. There is some tissue built up indicating use of the device. The ptfe pad (teflon pad) was inspected and found it has normal wear, no metal exposed or abnormalities. The device was attached to the test usg-400/esg-400 generator and an error u509 (probe check) error message was observed. Both switches were checked and found to be functional. The distal end of the device was inspected under a microscope and found the probe tip broken. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
The service center was informed that during a total laparoscopic hysterectomy procedure, a probe error was observed. The surgeon removed the probe and the tip was bent. There was no force or torqueing applied to the device. The intended procedure was completed with similar device with no injury to the patient. Additionally, the user facility reported that the hand piece was inspected prior to use with no anomalies noted.